Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly trained on the ilet experienced prolonged hypoglycemia into the 30s and consumed approximately 250 g of carbohydrates to recover; the user is insulin sensitive, tube-fed, and considered changing the ilet weight setting to reduce insulin but was advised not to do so, and was counseled that the system would adjust dosing as it learns. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration and user counseling. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no alarms reported, with the event attributed to early-use glycemic variability while the system adapts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.